Manufacturer narrative:
Batch review performed on 19 september 2023. Lot 2000398: 150 items manufactured and released on 26-feb-2020. Expiration date: 2025-02-10. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: 3 years after cemented tka on a very lightweight and rather young female patient, instability and anterior knee pain are developed. For this reason the surgeon decided to proceed to secondary resurfacing of the patella and to increase the insert thickness, in order to reestablish joint tension and improve stability. Both these reasons are to be attributed to disease progression (instability) or disease to a different joint (patello-femoral) and therefore there is no reason to suspect a faulty device.

Event description:
At about 2 years 10 months after the primary, revision surgery due to knee instability. The surgeon revised the liner (10 to 14mm) with patellar bone resurfacing.